Event description:
An alarm 2 was reported by the caller, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to disconnect from the site, load a new, empty cartridge, and deliver a 9-unit bolus, which completed successfully. Technical support agreed to provide a one-time pump replacement, and the caller was informed about necessary steps, including returning the problematic pump via ups. The customer continued using the current pump while awaiting the replacement, showing understanding and acknowledgment of the instructions provided.